Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled ¿management of the intraoperative posterior decentering in shoulder arthroplasty using anteriorly eccentric humeral head components¿ written by frederick matsen iii et al, published in the journal of shoulder and elbow surgery, in 2016, was reviewed. The purpose of the article was to describe the results of a study of the management of functional posterior decentering of the humeral head noted at surgery with the use of anteriorly eccentric humeral head components. Between june 25, 2007, and july 16, 2013, there were 221 ream-and-run procedures, of which 30 had an anteriorly eccentric humeral head, and 426 total shoulder arthroplasties, of which 21 (5%) had anteriorly eccentric humeral heads. During that period, anterior reaming, bone grafting, asymmetric glenoid components, or reverse total shoulders were not used to manage posterior decentering or asymmetric glenoid bone loss. All shoulder arthroplasties were performed through a deltopectoral approach and a subscapularis peel using the global advantage arthroplasty system (depuy). A total of 41 shoulder arthroplasties were monitored after the use of anterior eccentric offset humeral head components. The analysis excluded eight patients, for a total of 33. Radiographic decentering was reduced from an average of 10.2% preoperatively to .9%-2.2% postoperatively and at two-year postoperative radiographs, decentering was maintained at less that 5% in all patients except one (this patient was doing well clinically). None of the glenoid components showed radiographic evidence of loosening. Pain and stiffness developed in two patients at two years after the index operation, and they underwent revision surgery. Cultures from one revision surgery grew propionibacterium and coagulase-negative staphylococcus. No patient required revision surgery for recurrent posterior instability. Patient self-assessed comfort and function, were significantly improved at a minimum of two-year follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.